Event description:
A nurse reported a system message displayed during surgery, indicating ¿unable to enable function without sufficient source pressure¿ even when the input pressure was increased to 140 psi. The system message was unable to be cleared. An alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).